Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the reported issue could not be replicated; however, the comb and bottom were damaged, and the gears were worn which could affect the device functionality. The comb, bottom roll, and gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: italy.

Event description:
It was reported that outside of surgery, the unit did not work. The device was broken. There was no patient involvement. During device evaluation, it was discovered that the comb was damaged. Due diligence is complete, no further information is available.